Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed visual inspection and found sensor electrode split from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via e mail that she received a slightly bent sensor and had received a calibration error and a change sensor alert. Customer's blood glucose was unknown at the time of incident. Customer was advised on proper insertion techniques and to provide the product for analysis.